Manufacturer narrative:
The elecsys probnp ii and elecsys troponin t gen 5 stat reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii and elecsys troponin t gen 5 stat results from the cobas e 411 analyzer (disk system) for 2 patients. Patient 1's initial probnp result was <36 pg/ml. The repeat result was 1910 pg/ml. The repeat result was deemed to be correct. The sample was repeated after the cardiologist questioned the initial result. Patient 2's initial troponin t result was 18 ng/l. A result from a different tube drawn at the same time as the original sample was 0 ng/ml. The customer is unsure which result is correct. The second sample was run after there was a miscommunication with the phlebotomist, and two samples were collected instead of just one and tested at the same time.